Event description:
The customer reports that the spring wire guide kinked after patient use.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire assembly and a lidstock for analysis. Signs-of-use were observed on the guide wire tubing. Visual analysis revealed that the guide wire contained a kink near the distal end. This kink caused the distal j-bend to become deformed. Microscopic examination confirmed the kink and revealed that the proximal and distal welds appeared spherical and intact. The kink in the guide wire measured 25mm from the distal end. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire diameter measured .797mm, which is within the specification limits of .788mm-.826mm per the guide wire product drawing. The guide wire was passed through a lab inventory ars/introducer needle subassembly. Minor resistance was observed due to the kinking; however, the guide wire was able to pass completely through the ars/needle subassembly. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had one kink measuring 25mm from the distal tip. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide kinked after patient use.